Event description:
Customer responded via hellicopter to construction site during a dust storm where pt had been electrocuted. The customer reported the defibrillator was hooked up to the pt and showed pt's rhythm to be changing from coarse to fine fibrillation. The device then displayed a key fault message. Pt expired. Service rep duplicated reported condition and returned device to factory for additional evaluation.